Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction with a 450cc mentor cpx 4 breast tissue expander with suture tabs and experienced postoperative deflation. As a result, the patient's impacted device was explanted on (B)(6) 2019. It was not reported if the device was implanted into the left or right breast.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on october 22, 2021. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The identity of the impacted product was clarified with the receipt of the device. The impacted product is a 550cc mentor cpx 4 breast tissue expander with suture tabs. D4 has been updated with new information. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 18, 2021. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 9357057 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the tissue expander. Leak testing was performed in accordance with mentor procedures over the device and it was identified ruptured in the anterior view measuring less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the rupture. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The surgeon confirmed that a needle caused the device deflation. The incident was attributed to human error. Manufacturer's reference number: (B)(4).